Event description:
It was reported to covidien on 9/16/09 that a customer had an issue with a trellis device. It was reported the proximal balloon on the trellis catheter deflated during the first run in the femoral vein. The balloon seemed to stay inflated for the first run. It would not inflate at all prior to the second run. After some consultation, the md decided to complete case with this device.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.